Event description:
It was reported that a request was made to review stored episodes in this implantable cardioverter defibrillator (ICD). Technical services (ts) reviewed the data and noted that there appeared to be an episode where this device delivered inappropriate anti-tachycardia pacing (atp) as well as shocks as a result of an atrial driven arrhythmia. It was noted that the device had reached elective replacement indicator (eri) batter status so it would be physician discretion to evaluate any changes to programming or replace this device. Information was later received that this device was explanted due to normal battery depletion. No additional adverse patient effects were reported.